Event description:
It was reported by service report that the patient left side rail would not latch due to a broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.